Event description:
Health professional reported implantation with seri scaffold as part of revision to left side breast augmentation on (B)(6) 2013. Post-implant on (B)(6) 2014, the pt experienced an abscess, "the device looked as though it just came out of the packaging, minus body fluid, "and "it had not broken down at all." The abscess was aspirated to remove fluid. A culture and sensitivity were administered and came back negative. The device was completely removed on (B)(6) 2014. The symptoms are resolved at this time.

Manufacturer narrative:
The events of abscess and inadequate tissue ingrowth are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Allergan has received the product however the analysis has not been completed at this time. These events are being reported because medical intervention was required, although device-relatedness has not been established.